Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be confirmed. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that when the scope was being cleaned manually and dried using medical air after the bronchial alveolar lavage and cryobiopsy, it was noticed that there was a black liquid that was discharged from the scope. The users also noticed that the epoxy on the bending rubber was worn but they were not sure if this had anything to do with the black substance. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, a leak from the instrument channel of the subject device was confirmed. So, it was assumed that the instrument channel was damaged. Also, based on the past similar case, lubricant used for assembly of an endoscope might have been leaked from a damaged part of the instrument channel, and the anti-friction agent was possibly discharged from the subject device along with water used for reprocessing. The exact cause of the reported event could not be conclusively determined.